Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 4.5 x 19 mm and 4.0 x 19 mm graftmaster rx devices are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat heavily calcified lesion in a 70% stenosed proximal right renal artery and a heavily calcified lesion in a 90% stenosed left renal artery. Following pre-dilatation, a 6.5 x 15 mm herculink elite stent was deployed in the right renal artery. The patient became hypotensive and angiography confirmed a perforation just beyond the edge of the stent. A 4.5 x 19 mm graftmaster covered stent was advanced to the perforation and was deployed at 16 atmospheres (atm). The balloon was pulled back and inflated again to 20 atm to post-dilate the proximal part of the graftmaster stent to a diameter of 6.5 mm. Angiography confirmed that the perforation had not sealed. A non-abbott covered stent was deployed extending from inside the graftmaster stent to the proximal renal artery and was post-dilated a 6.5 mm balloon. Angiography confirmed that the perforation still was not sealed. A 4.0 x 19 mm graftmaster covered stent was then deployed. The stents were then post-dilated with 6.0 mm and 6.5 mm balloons; however, the perforation still was not sealed. A 6.0 x 26 mm non-abbott covered stent was then deployed extending back to the ostium of the right renal artery. Angiography confirmed that the perforation was now sealed. During the procedure, the patient complained of chest discomfort. This was due to the patient's heart rate having increased to over 120, which improved by the end of the procedure. Additionally, by the end of the procedure, the patient's blood pressure had stabilized on a combination of dopamine and levophed. The procedure was stopped at that point and the patient was transferred to the intensive care unit. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of angina, hypotension, tachycardia and, perforation are listed in the rx herculink elite, instructions for use as known patient effects. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, hospitalization and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.